Event description:
There was no additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The failure was confirmed. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include incorrect device setting without any design or manufacturing defects. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that images were not being captured on the subject device. This issue occurred during a procedure. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.